Manufacturer narrative:
A field service engineer (fse) was dispatched who replace the print head. The device was tested and was working properly. No further action was required by field service. The probable cause of the reported event was due to a fault/failure of the printer head tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016, a customer reported that the g8 analyzer printer was offline. She rebooted and reseated the device but the issue persisted. A field service engineer (fse) was dispatched on (B)(4) 2016 to address the reported event,which resulted in delay in reporting of patient results hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.